Manufacturer narrative:
As reported, the 5f mynxgrip vascular closure device (vcd) packing was opened and a device failure was noticed. The device was not used in the patient. Hemostasis was achieved by manual compression for an unknown amount of time. Per product analysis, the returned device showed that the shuttle was disengaged from the black handle as received. The sealant was observed deployed on the catheter shaft, covering the balloon proximal tip. No patient injury was reported. The devices were opened in a sterile field. The products were stored and handled as per instructions for use (IFU). The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Six out of the last seven mynxgrip in a row from this account have failed. Two separate doctors, and separate staff members noted this. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle was disengaged from the black handle as received. The sealant was observed deployed on the catheter shaft, covering the balloon proximal tip. The syringe was connected to the device with stopcock open. The procedural sheath was not returned with the device. The condition of the received product likely indicates a shuttle displacement issue, resulting in the sealant being exposed prematurely. The shuttle cartridge and the black handle were inspected for damages/anomalies that may have contributed to the reported incident. No visual damages or anomalies were observed. A product history record (phr) review of lot f1834102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle displacement¿ was confirmed through analysis of the returned device. However, the exact cause of the issue experienced by the customer and the exposure of the sealant could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what may have contributed to the issue experienced and the shuttle displacement/sealant premature exposure. However, the cause of the shuttle displacement could have been attributed to handling factors of the device, such as incorrectly removing the mynx device from the clamshell tray. It should be noted that the mynxgrip device is shipped in protective sheath tubing in the clamshell tray. The balloon protective sheath is designed to abut the sealant to assure the sealant/shuttle cartridge do not migrate from its manufactured position during transit. Additionally, if the device was grabbed by the catheter handle instead of the green/grey shuttle hub during removal from the clamshell packaging, the shuttle could be detached from the black handle, resulting in the sealant being exposed prematurely. Needing to apply manual compression after attempting use of a vascular closure device is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique. According to the instructions for use, which is not intended as a mitigation, ¿remove the balloon catheter from the tray by holding the shuttle and pulling the device out of the protective tubing. Fill the syringe with 2 to 3 ml of sterile saline, attach to the stopcock and draw vacuum. Check the luer connector and tighten if necessary.¿ neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1834102 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f mynxgrip vascular closure device (vcd) packing was opened and a device failure was noticed. The device was not used in the patient. Hemostasis was achieved by manual compression for an unknown amount of time. No patient injury was reported. The devices were opened in a sterile field. The products were stored and handled as per instructions for use (IFU). The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Six out of the last seven mynxgrip in a row from this account have failed. Two separate doctors and separate staff members noted this.